Event description:
The patient stated that he experienced a high blood glucose event 3 weeks ago. He stated he was at a basketball game and ate two much concession food. He stated he ate 2 sandwiches and 2 cookies. He stated his blood glucose elevated to 500 mg/dl. His normal blood glucose range is 80-120 mg/dl. He stated he did not have any high blood glucose symptoms and he gave himself an insulin injection to lower his blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.